Event description:
It was reported the patient experienced body stiffness and ¿could not move¿ following a trip ¿abroad to (B)(6).¿ it was stated the patient ¿doubted¿ the device turned off automatically or had any other problem. At the time of report, the patient requested a manufacturer representative meet with them to check their device. No further information was available at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).